Manufacturer narrative:
This report is being submitted to correct b1 (selected adverse event), b2 (selected death and added date of death), b5 (updated clinical narrative), h1 (changed to death), h6 impact code (added f02) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Additional updated information: d3 MFR fax number added.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the perfusionist called to report a recurring alarm for low purge fluid, even after changing the bag through the purge menu in the controller. It was suggested to switch to another controller and send the controller with the alarm issue to head office for preventive maintenance. The patient expired on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced recurring alarms for purge fluid low despite changing the bag and updating the activity in the supporting automated impella controller. The controller was exchanged for a new controller to resolve the issue.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. Additional information was provided in d6a, d6b (implant and explant date). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Reported false ¿purge fluid low¿ alarms on ic1140 were caused by communication anomaly between purge unit and the main computer of the console.